Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging that the pump was not delivering insulin correctly. There was no indication the product caused or contributed to an adverse event. The patient reportedly lost faith in the pump. The reporter declined to participate in troubleshooting of the pump stating they did not have time to do it. This complaint is being reported because there is an allegation against the delivery function of the pump.